Manufacturer narrative:
Returned product consisted of a sterling sl otw balloon catheter. The balloon was loosely folded and there was blood in the balloon and wire lumen. The device was soaked in a warm waterbath for 7 days. The tip, balloon, inner/outer shaft were microscopically and visually inspected. Inspection revealed a hole in the inner shaft located 84 mm proximal of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was conducted on the device by attaching an inflation device (filled with water) to the hub of the sterling device. Positive pressure was applied, and water was found to be leaking from the hub and tip of the device.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery and posterior tibial artery. Flushing was performed with saline. After a v18 guide wire crossed the lesion, a 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, when the balloon was inflated, the pressure was always down and the balloon was unstable. The device was removed from the patient, it was noticed that there was a hole in the balloon and a contrast agent leakage were noted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the superficial femoral artery and posterior tibial artery. Flushing was performed with saline. After a v18 guide wire crossed the lesion, a 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. However, when the balloon was inflated, the pressure was always down and the balloon was unstable. The device was removed from the patient, it was noticed that there was a hole in the balloon and a contrast agent leakage were noted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.